Event description:
The pt was admitted for a malfunctioning (leaking) penile prosthesis which as a result did not adequately inflate. The penile prosthesis was removed and another inflatable prosthesis was inserted. The pt tolerated the procedure well and was sent to the recovery room in satisfactory condition. The pt was discharged on 10/12/96. The original malfunctioning prosthesis was implanted four years ago.